Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred. While ablating the roof of the left atrium a pericardial effusion was confirmed, for which a pericardiocentesis was performed.

Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred. While ablating the roof of the left atrium a pericardial effusion was confirmed with fluoro and an echocardiogram. The ablation was completed while the patient remained in stable condition and at the end of the procedure a pericardiocentesis was performed. There were no performance issues with any abbott device.

Manufacturer narrative:
An event of a pericardial effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Multiple log files were received for analysis; however, it was unable to be determined which log files were applicable to the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.